Manufacturer narrative:
The treatment tip was returned for evaluation. The tip passed flow and failed leak, thermistor and visual testing. Upon visual inspection a tear in the membrane was observed. The treatment data card was also returned for evaluation. Error alerts for temperature limit, overforce, underforce, lifting and tilting were recorded during the procedure. Failure to maintain constant force until the tone ends can result in an unsafe condition. A device history record (DHR) review did not find any non-conformities or anomalies related to this complaint. Breakdown or damage of the tip membrane can cause the radiofrequency energy, delivered by the system, to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. Both the thermage user manual and technical bulletin instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems, clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every fifty pulses thereafter. In addition to recommending frequent tip membrane inspection, solta emphasizes its recommendation to carefully monitor the condition of the patient¿s skin during treatment. In the case of a damage to membrane, the clinician may notice the onset of small burns which would be evidenced by small residual focal red marks or white spots. Should this occur, it is up to the clinician¿s professional discretion to determine whether to continue treatment after replacement of the compromised tip. Solta also reiterates the importance of clinician attention to treatment error messages provided by the system, in particular messages indicating underforce and lifting irregularities. As with all thermage systems, ensuring perpendicular contact between the handpiece and skin is critical. Burns, blisters, scabbing,scarring, and hyper-pigmentation are all known possible adverse patient reactions to thermage treatment. Thermage system technical user¿s manual states that the procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. Cases of hyperpigmentation usually resolve over the course of time (within several months).

Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the physician noticed a burn on the patient's face after approximately 50-100 reps during treatment. The burn was described as "mild" with "left side more severe than right side". The highest energy level used was 3.0. Doctor treated skin with cooling and burn dressing, and prescribed antibiotics. The skin crust has dropped off however some redness was seen in the cheeks bilaterally. According to doctor¿s opinion, hyperpigmentation will remain in the "red" areas. Doctor is focusing on regeneration treatment for the patient, using laser toning.